Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Customer stated that a1c has risen but there was no impact to customer's blood glucose level due to the battery issue. The customer declined to perform troubleshooting with tandem technical support.